Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : new events, "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), weight gain " were added. New reporter contact information was added. Patient's information and demographics were added. Product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received. Reporter information updated. Lot number newly added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.